Event description:
The customer contact reported inability to regulate the flow. The tubing set was being used to deliver an unspecified concentration of folic acid. After an unspecified length of time in use, it was reported that the flow could not be regulated. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical inventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).